Manufacturer narrative:
(B)(4).

Event description:
It was reported "in a subsequent attempt, the catheter passes without difficulty. Upon checking for return, bubbling and air leakage are observed in the catheter, so it is retracted a few centimeters and it is observed that the catheter is bent, hence it is decided to completely remove it. The catheter is found to be fractured upon inspection. A new device is requested, and the procedure is repeated for the insertion of a 5fr dual-lumen PICC catheter into the basilic vein of the left upper limb." No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "in a subsequent attempt, the catheter passes without difficulty. Upon checking for return, bubbling and air leakage are observed in the catheter, so it is retracted a few centimeters and it is observed that the catheter is bent, hence it is decided to completely remove it. The catheter is found to be fractured upon inspection. A new device is requested, and the procedure is repeated for the insertion of a 5fr dual-lumen PICC catheter into the basilic vein of the left upper limb." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of a cut catheter body was able to be confirmed by the photo. The photo shows the catheter body appearing severed towards the center of the body; however, a complete visual inspection could not be performed as no sample was returned for analysis. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: correct d.4 from (B)(4).